Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported, following intraocular lens (iol) implant the patient complained that the astigmatism correction was not effective. Calculations were done for rotation of the lens since the iol was myopic; a lens exchange was performed to fully correct the iol power. Additional information is requested.